Event description:
Consumer called stating that the seat on her commode allegedly cracked. Consumer could not locate a model number or date code on the product. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model, serial number/date code and age of product are unknown as the consumer was unable to locate. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.